Event description:
It was reported that, during an unknown procedure that, the device would not fire. Another device was used to complete the case. There was no adverse patient consequence.

Manufacturer narrative:
Information was not provided. Results: damaged yoke. One device was returned in good condition and loaded with an unfired cartridge that was noted to be in good visual condition and with the lockout in the normal condition. No functional test could be performed as the clamping mechanism was noted to be damaged. When disassembled, four yoke teeth were broken. The damage to the yoke teeth is consistent when the device is clamped over thicker tissue when indicated. Event described could not be confirmed as the device could not be tested for functionality. Complaint info is trended on a regular basis to determine if further investigation is warranted.